Event description:
It was reported that the insulin pump was exposed to an x-ray; however, the customer has not had any issues. Customer will be calling back for troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.